Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "an unspecified issue is preventing control iq from being active." Reportedly, customer resolved the issue with assistance from their diabetes case manager. Customer's blood glucose level was 345-355 mg/dl.